Manufacturer narrative:
Investigation outcome: it was reported that during testing, large amount of air can be heard escaping from the expiratory valve assembly. No patient involvement. The issue occurred during the mandatory self-test (here specifically the tightness test) at the startup of the device. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. During actual ventilation, if there is a small leak, the ventilator will compensate to a certain extent by adjusting its flow, pressure, or volume settings. Our ventilators are equipped with algorithms that help the ventilator to adapt to minor leaks. For instance, if a small leak is detected during patient ventilation, the ventilator may increase its inspiratory pressure or adjust other parameters to make up for the lost volume. This adaptive response helps to maintain proper ventilation, even in the presence of some degree of leakage. If the leak is significant or beyond the ventilator¿s ability to compensate, an alarm will trigger, indicating a problem that needs attention. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. In conclusion, a failed tightness test is not a critical failure, but part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Hamilton medical ag was informed that the replacement of the expiratory valve resolved the issue with the device. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The following were reported to hamilton medical ag: customer states that during testing, large amount of air can be heard escaping from the expiratory valve assembly.